Event description:
The field application specialist reported the customer had an ongoing issue with questionable free thyroxine (ft4) results. The samples were processed by the modular preanalytic analyzer (mpa). The specific number of patients involved was unknown. Data was provided for one patient sample. The results on cobas e601 analyzer serial number (B)(4) were 2.6 and 2.4 ng/dl. The sample was repeated on a siemens centaur analyzer and the result was 1.6 ng/dl twice. This result was reported outside the laboratory. There was no adverse event. The customer declined a service visit.

Manufacturer narrative:
A potential interference factor was suspected. As no sample material could be provided for investigation, a specific root cause could not be determined.